Event description:
On (B)(6) 2011, the kci representative reported that the rotoprone that the display screen was not responding and the nurse were unable to prone the patient. There was no reported patient injury. On 05/17/2011, after the complaint investigation, kci was able to determine that the bed would not rotate to prone.

Manufacturer narrative:
The bed was tested per quality control procedures on 05/31/2011 and met specifications. On (B)(6) 2011, the unit was placed with the patient. On 05/17/2011, kci's initial complaint investigation indicated that the bed could not rotate to prone.